Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that at 18:28 of (B)(6) 2017 the patient monitor mx700 didn't sound an alarm. The device was used for monitoring at the time of the alleged malfunction. The patient was found to be blue. The patient went into desat. And code was called.

Manufacturer narrative:
Field service engineer (fse) was onsite. The nicu had relocated to a new unit and had purchased additional mx700¿s. The customer had the bedside alarms page alerts to phones, implemented by the (B)(6) team. When the doctors set up the delay for spo2 to the phones, they asked for a 10 sec delay. The fse tested the device and established that the doctor did not recall that the bedside was defaulted with the red spo2 alarm delay at 20 seconds (factory default). The configuration of the bedside monitor¿s spo2 settings and alarm delays were discussed in a february meeting along with the phone configurations but was not remembered by the doctor. Additionally, what the doctor didn¿t realize was that the bedside delay of 20 seconds was now delayed by 10 more seconds before reaching the phone for an alert. The biomed department reconfigured the mx700 monitors and put the spo2 for the low, high and desat limits to a zero delay. The doctors decided to leave the phone alert for the desat at 10 sec. The spo2 delays are now configured according to the customer¿s expectations. This issue was caused by a wrong delay setting/configuration and does not represent a product/part failure. No malfunction of the device occurred. The patient condition after the incident was stable with hr of 144, spo2 87, and resp 39. The unit director stated the patient recovered well post-event. The problem was solved by changing the configuration settings for the spo2 alarm delay which is considered as all that is warranted for this issue. Additionally, the available information from this report does not support that this failure represents a systemic, design, or labeling problem. The product remains at the customer site.